Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) unit had a helium-t leak alarm, but the patient circuit was correct and working with other equipment. The problem arose when the patient accidentally removed the catheter from the iabp. There was no patient involvement reported.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate the iabp unit and the found "gas loss in iab circuit" in the fault log. The circuit checked without finding any problems. Function tests performed with positive results. The equipment was returned to the customer for clinical use. The problem arose when the patient accidentally removed the catheter from the iabp. When it was put back in the staff replaced the iabp because they believed that the leakage problem was caused by the iabp and not by the patient having removed the catheter. In truth the iabp had no problems. The field service engineer stated that no parts replaced, the staff reports that the patient had accidentally removed the balloon from the iabp, hence the lack of helium report that the staff then handled regularly, but still made the request for a check to be more reassured.

Event description:
N/a.

Event description:
It was reported during use that the cardiosave intra-aortic balloon pump (iabp) unit had a helium-t leak alarm, but the patient circuit was correct and working with other equipment. The problem arose when the patient accidentally removed the catheter from the iabp. There was no injury or harm reported.

Manufacturer narrative:
Updated fields: b4, g1(contact person ¿ mfg site), g3, g6, h2, h6, (type of investigation, investigation findings, investigation conclusions), h11. Corrected fields: b5, b6, b7, d10, h6 (health effect ¿ impact codes). A getinge field service engineer (fse) was dispatched to evaluate the iabp unit and the found "gas loss in iab circuit" in the fault log. The circuit checked without finding any problems. Function tests performed with positive results. The equipment was returned to the customer for clinical use.